Manufacturer narrative:
Batch review performed on 26 june 2017. (B)(4).

Event description:
The patient came in complaining of pain. The patient fractured her femur while walking. The surgeon determined the patient had poor bone quality. The surgeon swapped the bipolar head, cocr head and the stem. The surgery was completed successfully. X-rays and explants are not available.